Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, she was having issues with low and high blood glucose readings. He ate dinner and his blood glucose was 236 mg/dl, bolused. Customer stated he checked his blood glucose again and it was 585 mg/dl. The customer changed his infusion set in the morning and was able to prime, hasn't had any issues. During the call customer's blood glucose was 198 mg/dl. Customer then questioned his meter as he stated his blood glucose hasn't dropped that much in an hour. Troubleshooting was performed for high blood glucose, symptoms were frequent bathroom visits. No anomalies were noted on the insulin pump, it passed the high pressure test. The customer is not returning the insulin pump for analysis.